Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 283 (mg/dl). During troubleshooting with tandem customer technical support, the pump performed as intended. Customer administered a manual injection to stabilize bg level.